Manufacturer narrative:
It was reported to philips that the defibrillator will not receive power. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was traced to positioning on recharge base. Upon conclusion of the evaluation, it was determined that this was due to the position of the recharge base. The fse restored positioning on the charging base and the device passed all performance assurance testing. The device remains at the customer site and no further evaluation is required at this time.

Event description:
It was reported to philips that the defibrillator will not receive power. There was no patient involvement.